Event description:
The user facility reported that the product never arrived. According to the customer service rep, a shipment tracking number was issued, but the tracking number was wrong. No patient contact occurred. The late shipment did impact the surgery schedule. The following is information gathered during a telephone conversation on january 4th, 2007 with a user facility rep in regard to the incident: according to the rep, the patient had electrical activity [in the brain] in an area that was previously unk. A second set of [epilepsy] grids was ordered. They intended to place second grids in the active areas rather than expose the patient to unnecessary bacterial infection risk. The patient was opened when the staff discovered that the second set had not arrived. While the patient was opened, they discovered that parts of the original grids had floated on fluid above the brain [preventing electrode contact]. The original grids were moved to cover the new active area. When the representative was asked about the status of the patient, she stated that the patient was ultimately released from the hospital. She commented, "the patient was not a good candidate," and "all that could go wrong, did."

Manufacturer narrative:
The incident is a shipping issue which impacted a surgery. A second file has been initiated for the floating epilepsy grid issue discussed in a subsequent conversation with the user facility. The distribution center will continue to investigate this incident based upon the narrative provided by the user facility.